Event description:
It was learned through implant patient registry that a 25mm 11500a resilia aortic valve in aortic position was explanted and replaced with another 25mm 11500a aortic valve after an implant duration of 8 months and 26 days. Reason for reintervention was not provided. Reportedly, patient was in recovery post-operative. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned through implant patient registry and medical record that a 25mm 11500a resilia aortic valve in aortic position was explanted and replaced with another 25mm 11500a aortic valve after an implant duration of 8 months and 26 days due to mssa endocarditis with severe para-valvular leak and sepsis. Per medical records, tee demonstrated severe pvl and abnormality of aortic root suggestive of abscess. Intraoperatively, fibrinous material overlying valve cuff noted, no abscess or fistulas. The valve was removed and annulus completely debrided. Another 25mm 11500a valve was sutured into place and patient was weaned from cpb. Post-operative tee demonstrated good lv function with no evidence of pvl. Patient discharged on pod# 20. Per pathology, explanted aortic valve consisted of tan opaque cusps with focally associated delicate pink soft tissue. No vegetations.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, b5, b7, g3, g6, h2, h6 (clinical code, device code, and type of investigation). H11: corrective data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted.